Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken grasping tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. During the visual inspection, the instrument was found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.